Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder such as: pain and hardening of both breasts, in particular the left breast, stress, anxiety and scarring following the removal of the implants.